Manufacturer narrative:
A visual and functional test of the actual device was conducted on 8/17/15 by ferno's authorized field service technician. The technician was unable to duplicate the alleged issue. All lock pins were locking into place normally in all positions. The cot was operating according to specifications and was returned to service. A historical review of the serial number of this device revealed no prior complaints. Service records were also reviewed, for the past 2 years, and showed no prior service records by ferno's authorized service company. A call was placed to the customer to follow up on any later reported injuries; however, no information has been provided as of the date of this report.

Event description:
It was reported that during the unload of a patient from the ambulance the legs dropped and appeared to be locked but when the cot was unloaded the legs allegedly folded and dropped to the ground level. The patient remained on the cot and it was reported there were no injuries to the patient or emt's. The cot was raised, locked in place and the transport was able to be completed.